Manufacturer narrative:
This complaint is duplicate to manufacturer reference number and FDA reference number 2124215-2020-17999.

Event description:
It was reported that this electrode had fractured near the proximal end and was exhibiting high out of range shock impedance measurements. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This complaint is duplicate to manufacturer reference number and FDA reference number 2124215-2020-17999.

Event description:
It was reported that this electrode had fractured near the proximal end and was exhibiting high out of range shock impedance measurements. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.